Event description:
It was reported that the physician thought that the device would last longer. Higher lv (left ventricular) threshold was also noted. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 694758 implantable tachy lead, (B)(6) 2010; 1688t competitor implantable pacing lead, (B)(6) 2005. (B)(4).